Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's (B)(4) regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 5 of 5. The drain volume was 2002 ml. The home patient (hp) stated that he is still connected to the hc. The technical service representative (tsr) had the hp cycle the power on the hc. The tsr explained the alarm and assisted to clear the alarm. The tsr advised the hp to contact the nurse. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up with the home patient (hp), the hp stated he does not remember too much about this alarm. The hp stated that he did not notice any abnormalities or defects with the supplies. The hp stated that he did notify his nurse. The hp stated that he did not have any trouble after having this alarm.